Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitors of the navigation system lost display functionality and then powered down without prompt from the user. It was reported that the issue occurred when the keyboard and footpedal were plugged into the system. It was noted that functionality was restored after some time without prompt from the user and the software prompted the user to select the cranial or spinal application software. It was also reported that the issue occurred when in the registration task of the application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was damaged hardware. The part was replaced and the system returned to functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Communications confirmed that during the field testing of the equipment, nothing was replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information.